Event description:
Healthcare professional reported left side "silicone leakage." The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Information contained in this report was previously submitted through asr/psr (B)(4) on 15oct2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat and wear abrasion .cloudy was observed after autoclave disinfection process. No openings were found in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.